Manufacturer narrative:
Block b3: exact date unknown, event occurred during the fax date of service prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080963.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulation (scs) lead replacement procedure and was doing well postoperatively. The explanted devices were kept by the facility.